Event description:
It was reported that customer received an unexpected restart alarm and was not able to clear. Customer's blood glucose was 16.4 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit had no button response due to flattened dome switch on esc and act buttons (creased). Unable to test for unexpected restart alarm due to no button response. Unit had a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).